Event description:
It was reported that a patient underwent a pelvic floor repair procedure for treatment of a prolapse on an unknown date. Following the procedure, the patient complained of a uterovaginal prolapse. On exam by the physician, the patient had complete procidentia. The patient developed mesh erosions in addition to recurrent prolapse. The mesh was explanted on (B)(6) 2009. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).